Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer was hospitalized due to elevated blood glucose. Customer alleged that pump was ¿not working¿. However, customer declined troubleshooting and declined to provide further information regarding hospitalization.